Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event. Reportedly, the customer continued to use an old pump for continued insulin therapy.